Manufacturer narrative:
Correction: MFR site/report source (reporting entity). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. The operative technique instructs user that ¿applying excessive torque during screw insertion is not recommended and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. But based on labelling review and risk management file, possible causes of failure could be hard/dense bone, excessive torque applied during screw insertion. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Customer reported that a screw snapped during a procedure. It occurred when the surgeon was tightening the screw when wanting eccentrically compression in the oblong hole of the mtp v1 plate. Surgeon reported that he had to reposition the compression screw more distally as the first screw snapped at the head, and had to accept a more than acceptable dorsiflexion position of 1st mtpj. Procedure delay of 20-30 minutes.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Customer reported that a screw snapped during a procedure. It occurred when the surgeon was tightening the screw when wanting eccentrically compression in the oblong hole of the mtp v1 plate. Surgeon reported that he had to reposition the compression screw more distally as the first screw snapped at the head, and had to accept a more than acceptable dorsiflexion position of 1st mtpj. Procedure delay of 20-30 minutes.